Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was a continuous glucose monitor (cgm) inaccuracy. Reportedly, the cgm blood glucose reading was below 70; however, the customer did not believe blood glucose levels were below 70 mg/dl. No additional patient or event information was available. A root cause could not be determined